Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to describe event or problem, the adhesive on the bending section cover has a chip and a white-clouded area, the adhesive around the objective lens has a white-clouded area and is peeled, the paint on suction cylinder is peeled, the image guide protector and the universal cord has a scratch, adhesives around the light guide lens has white-clouded area, the plastic distal end cover has a scratch, the connecting tube has a cut and a wrinkle. Due to clogging of the nozzle, air supply volume, amount of water contact and water removal ability does not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction and the play of up/down knob does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the evis lucera colonovideoscope due to a defective air/water supply and intake. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.